Event description:
It was reported that during a low anterior resection procedure, the device was used to staple the rectum. The circular stapler was introduced and the staple line was disrupted and the staples were not formed. The anastomosis was hand sutured to complete the procedure. There were no adverse consequences to the pt reported.

Manufacturer narrative:
Date sent: 7/11/2008. Info anticipated, but unavailable at this time.